Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. It was visually inspected and the reported condition was confirmed. The spike separated from the tubing. The cause of this occurrence is related to the absence of solvent used to seal the components during the assembly process. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter (B)(4) to report one (1) bolsa de eva 1000ml in which the eva bag's white connector of the tip's fill line separated. No patient involvement was reported. The observation occurred before use, therefore there was no patient injury or medical intervention associated with this report. A sample is available for evaluation.